Event description:
During eye surgery, with the patient under general anesthetic and the blade already in the eye, there was no connection between the foot pedal and the accurus machine. In spite of using multiple different cassettes in anterior and posterior modes, the machine still would not respond. The chief bio-medical engineer and the representative from the manufacturer, alcon, where communicating with the operating room by telephone but the surgery eventually had to be aborted.